Manufacturer narrative:
The service rep repaired wires to the collimator. He also found the collimator to be off ctr. The service rep adjusted the collimator. System performs as designed.

Event description:
Customer reported, system boots up with a collimator iris potentiometer error. No pt injury was reported.